Event description:
The end-user's daughter called to report her mothers' rollator has brakes that are not functioning properly. She stated the brakes feel as though they do not lock properly and are too loose to properly lock the wheels of the rollator. The unit does not feel as stable and sturdy as it had straight out of the box. No injury has occurred.